Event description:
It was reported when using the pyxis medstation es system, the drawer 3.1 cubies were not detected on the bus and as well as had read/write error, when users tried to retrieve the medication. The customer stated that this issue caused a disruption to patient care as the user was not able to access these medications on a specific row in the drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device involved in this incident, was determined that the drawer 3-1 and 3-2 auxiliary1 was failed due to loose row board cable connector to drawer controller board connection. A field service engineer reseated row board cable connector to each individual row board connection a-e drawer 3-1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.